Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: creases fold, wear abrasion, opening curved on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reporting "a left side deflation." Device has been explanted.

Manufacturer narrative:
Initial reporter zip four: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reporting "a left side deflation." Device has been explanted.